Event description:
During an implant procedure of an implantable pulse generator (ipg) this lead would not retract or advance. Tissue became trapped in the helix and the lead was unable to perform. The physician elected to remove this lead and implant another of the same model, it performed well. Attempted implant 8/5/96.